Event description:
The radiology team have notified us that a competitor company (globus) were supporting a spine case when it became clear the screws were misplaced using their 2d c arm. The surgeon and globus reps then decided to use our navigation system and o arm to continue the case. The surgeon requested 6 x 3d spins to complete the case. The local medtronic spine rep is going to investigate further and find out the exact course of events. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).